Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 431 mg/dl at the time of incident. The customer declined to troubleshooting and stated they just need assistance in rewinding the pump. The insulin pump will not returned for analysis.